Event description:
Urine collection bag split a hole in the middle and dumped nine liters of urine on the floor. Patient's daughter stated that this happened two other times over the weekend. The alarm to change the bag had just went off and the bedside rn was getting ready to do so when the bag exploded.

Event description:
Urine collection bag split a hole in the middle and dumped nine liters of urine on the floor. Patient's daughter stated that this happened two other times over the weekend. The alarm to change the bag had just went off and the bedside rn was getting ready to do so when the bag exploded.